Manufacturer narrative:
(B)(6).

Event description:
It was reported that a patient using a portex® portex bivona flextend¿ tts¿ neonatal and pediatric tracheostomy tube had a cuff leak. Since the patient's last device change, the patient's ventilator had been providing a leak reading of unknown cause. The patient's device was changed. A safety check of the removed device revealed that the cuff was not inflating equally around the tracheostomy cannula and may have contributed to the patient's leak reading. There was no clinical injury, but the patient had a lower sp02 (peripheral capillary oxygen saturation) than normal and was lethargic while the device was in place. Spo2 is an estimate of arterial oxygen saturation.